Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 9:00 am, the result from the meter was 3.1 inr. The customer was very sick so his wife took him to the hospital where he was tested at 11:00 am using hemosil reagent and the result was 5.5 inr. The customer was admitted to the hospital. The customer's wife stated he had swollen feet, water on the lung, internal bleeding where he lost 2 pints of blood, and his heart valves were stressed. The customer's wife stated they were not able to determine source of internal bleeding. The customer did not have any surgeries during the hospitalization and was in the intensive care unit for 1 week then moved to the hospital ward for 1 additional week. The customer was in rehab for 18 days. His wife states the customer has returned home from the hospital on (B)(6) 2020 and the meter did not work and displayed unknown errors. There were no medication changes based on meter results prior to the hospitalization. Additional information was requested for the event, but could not be provided. The requested information was as follows: the initial reporter could not provide exact values produced by the meter prior to the hospitalization. The initial reporter stated the hospital was not able to determine source of internal bleeding and could not provide any other treatment received at the hospital the initial reporter did not know time frame between lancing finger and applying the blood. The initial reporter stated the customer was anemic, but could not provide the hematocrit result. The therapeutic range was 2.5-3.5 inr and the customer tests weekly.